Event description:
Maryland bipolar forceps jaw would not close. Surgeon refused forceps. Forceps had 6 previous uses and did not survive recomended 10 uses. A second new maryland bipolar forceps added to the field and surgery proceeded with out incident - no complication documented in surgeon's postoperative notes.